Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 20 mg/dl while wearing the pod for an unknown amount of time. It was also reported that the patient was catatonic. The patient only stated that they were being monitored by the emergency department. The patient was released the following day. The pod was worn when seeking medical attention but was disposed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.